Manufacturer narrative:
The final customer lot number was identified. A review of the device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the product acceptance criteria. A complaint history examination revealed that this was the third complaint for a dull blade received against the customer's reported lot. Because no sample has yet been received by manufacturing and the device history record review of the provided lot number indicates that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Event description:
A customer reported that a dull knife was noted during surgery. There was no patient impact. Additional information has been requested. Additional information was received confirming that the case was completed using an alternate knife.

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The sample was examined per facility procedure and was found to be visually conforming. Penetration testing was then performed per facility procedure. During penetration testing, the tip of the sample was damaged. The final customer lot was identified. For this final lot, one component knife lot was used to make up the final lot. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the third complaint for a dull blade received against the reported lot number. The returned sample was visually conforming, but penetration testing could not be completed because the tip was damaged during testing. A root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).